Manufacturer narrative:
Result: scale malfunction was due to a faulty load cell.

Event description:
It was reported by svc report that the scale was not weighing properly. No pt involvement or adverse consequences were reported.